Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s product support representative stated that ventilator logged an error code of 1124.there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30oct2018. (B)(4). The manufacturer¿s customer specialist confirmed the reported issue and sent a replacement battery via (B)(6). Delivered (B)(6) 2018. The part was not returned to fi(failure investigation), therefore, the root cause cannot be determined .